Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge was out of range at 51°f and there was a compressor error message on the display. A field service engineer (fse) had the customer turn off the station and fridge then turned on and found all serial numbers were populated. The customer was able to recover the fridge, but after five minutes, a compressor warning appeared on the fridge¿s display. The fse found that the power cord was unplugged, and the power switch was turned off. The fse confirmed that fridge functioned normally with a temperature of 40°f, and the compressor error was no longer displayed. The engineer turned off the station and fridge, removed the bottom panel of the fridge, cleaned it and checked all wire connections, reinstalled the bottom panel and fully booted before starting the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es refrigerator, the fridge was not able to be detected on the bus, and the battery voltage was low. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.